Event description:
It was reported that during patient use, a ventilator shut down. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the customer support engineer (cse) evaluated the ventilator and was unable to duplicate the reported malfunction. The ventilator passed all tests, calibrations and operated within the manufacturing specifications.